Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6) 2026

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with negative dysphotopsia. The lens was exchanged for non-company lens model 08 months 16 days following the initial procedure. Clinical reason for explant was mentioned as negative dysphotopsia. Additional information has been requested but is not available at the time of this report.